Event description:
A report from overseas, (B)(6), revealed that the device had a bent drive shaft. It is known that the device was not related to any operation / surgery, and that there was no indication of pt or user injury. There was no additional information provided.

Manufacturer narrative:
The device, a csr60, perforator driver w/hudson end, was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).